Manufacturer narrative:
Insulin pump passed idle current test, run current test, self test, off no power test and displacement test. Insulin pump was monitored and no constant tone anomaly noted. No battery power loss alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that insulin pump had off no power alarm. The customer¿s blood glucose was 156 mg/dl. The customer stated that they had not received a low battery alert prior to the off no power alert. The troubleshooting was performed. The customer stated this was the second occurrence of off no power alert without a low battery alert. The customer was advised insulin pump will need to be replaced and they may continue to wear the insulin pump until a replacement arrives. The insulin pump will be returned for analysis.